Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported connection x1 shows an error during set up involving an olympus colonovideoscope.there was no patient injury reported.